Event description:
Event was received august, via FDA letter. The user facility reported that during a rotator cuff repair (right shoulder), the tips of three anchors broke off in the pt. Pieces were removed and surgery was delayed one hour. Surgeon used a different brand to complete the procedure. Risk manager has been contacted for additional info regarding this event. This device is used for treatment.